Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, it was reported that the patient underwent an endoscopy which revealed that a knot on the internal tube was embedded in the gastric mucosa. A CT scan revealed gastric ulcer and no perforation. The patient was treated with 40mg of omeprazole every 12 hours and a repeat endoscopy in 10-15 days. On (B)(6) 2020, it was reported that the patient underwent a complete tubing change via endoscopy, which revealed that the gastric ulcer resolved with no visualized injuries.